Event description:
It was reported that the user experienced intermittent signal loss with a dexcom g7 continuous glucose monitor (cgm) while using the ilet, with loss of signal occurring on both the ilet and the dexcom app; a new g7 sensor was applied and paired using a provided code, and the user had glucose readings on the ilet at the time of the call. Symptoms included no reported alerts or alarms and no adverse clinical effects. Outcomes included no need for medical care and no hospitalization. User support included troubleshooting and education with the user regarding sensor replacement and signal connectivity. Investigation of this case revealed that the signal issue was associated with the cgm interface, but the responsible device could not be identified, and normal operation was restored after sensor replacement. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to intermittent connectivity with the external cgm and simultaneous app signal loss.